Manufacturer narrative:
UDI (B)(4). The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application. Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves. The IFU warns that bioprosthetic valve recipients should be maintained on anticoagulant/antiplatelet therapy to minimize the risk of valve thrombosis or thromboembolic events, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the thrombosis with subsequent pi is unknown. However, it could be related to the factors described above. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by field clinical specialist (fcs), one year and five moths post implant, the 29mm sapien 3 (s3) in the native rvot had free pulmonic insufficiency (pi). Per ice imaging there was free pi central and the leaflets were restricted. No imaging provided by the physicians. A 29mm sapien 3 was placed directly over the previously implanted s3 using the tf venous approach. There were no complications and no pi at the end of the procedure. The physicians were concerned the first valve failed due to thrombosis and will place the patient on dual anti-platelet and follow closely.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.